Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm or back light anomaly due to unresponsive button. The insulin pump had stripped battery cap coin slot (p), broken battery tube threads, broken reservoir tube lip. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms when delivering a bolus. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer was unable to complete insulin pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. Customer declined to troubleshooting for the insulin pump being dropped and back light anomaly incidents. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.